Event description:
Pt was hooked up to receive interperential current from estim machine. Pt could not feel any current. Machine was turned off and then on again. As current was increased pt screamed out that they felt a shock. The machine was turned off and on the procedure was completed without further incident. Pt reported the e-stim was strong but comfortable.